Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl and bent tubing. Customer also had blood glucose level of 392 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer declined to troubleshooting for high blood glucose. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.